Event description:
It was reported to philips that the system froze. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by restarting the system. Review of the log files showed malfunction of the geometry pc. The philips engineer inspected the system remotely and found that the issue occurred due to geometry errors. The philips engineer performed system restart as a part of repair process. No service has been performed by philips as the case was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.